Manufacturer narrative:
Visual evaluation of the returned device found that the unused snare was in a sealed pouch and the sterile barrier was intact. Further examination noted a yellow stain in the cap connector. The reported complaint that a yellow foreign matter was noted in the cap connector was confirmed. The most probable root cause of this complaint is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was prepared to be used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, a yellow foreign matter was noted on the tip connection of the handle through the sealed pouch. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was prepared to be used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, a yellow foreign matter was noted on the tip connection of the handle through the sealed pouch. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.